Manufacturer narrative:
During inspection and testing, foreign matter was found in the nozzle due to insufficient cleaning. The reported issue (cloudy image) was not confirmed during testing. In addition, air and water flow were insufficient due to the nozzle being clogged, there was a crack in the adhesive on the bending section cover, the distal end cover was collapsed due to crack in the resin part caused by handling, there were scratches on multiple parts of the device, and the video cable was wrinkled due to the resin area becoming detached due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the lens on the subject device was not clear. Wiping it off and applying an anti-fogging agent had no effect. When water was supplied, the cloudiness disappeared momentarily, but became cloudy again in less than a second. In particular, the seven o'clock direction was not effective when supplying water. It appeared like when glycerin is attached rather than cloudy (immediately after insertion). The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign matter was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign matter). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the main component of the observed transparent foreign material in the nozzle was found to be silicone (si). The root cause of the foreign material in the nozzle could not be determined, however, based on the result of the component analysis and shape check of the material, it is presumed to be derived from various chemical agent groups. Olympus will continue to monitor field performance for this device.